Manufacturer narrative:
Analysis could not confirm the reported touch screen issue. Software was reloaded as a preventive measure. The programmer passed all functional, safety, and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer touchscreen was not responding to touch from the stylus or from a finger. The programmer was rebooted and the touchscreen appeared to be working correctly. It was then observed, while the programmer was being used for a device check, the touchscreen was not working again. A different programmer was used for the device check. The programmer was returned for service. No patient complications have been reported as a result of this event.